Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8100 during pm getting a no set loaded message account name: (B)(6) center account #: (B)(4) asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(6) contact email: contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: biomed is getting a no set loaded message during pm. Sn: (B)(4) failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: biomed replaced the ail and still had the same issue. Had him run the analog sensor task and showed that the patient side sensor value did not change when a set was installed. Recommended to replace the patient side pressure sensor. Biomed will conduct repair and call back if any further assistance is needed. Ref:_00d30y0yr._5000l1kw3gz:ref